Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-pace t-wave oversensing on the ventricular lead was observed. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.